Event description:
Customer reported intermittent fluoro and noise coming from the tube. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and moved wires away from tube cooling fan to prevent noise, could not duplicate loss of fluoro. System operates as intended.